Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, the sensor was inserted on (B)(6) 2022. The event was reported on may 9, which was 4 days after insertion. The event could not be confirmed as the sensor reading was around 143 mg/dl around 1 pm cet and there was no fingerstick measurement or manual glucose entry of 37 mg/dl entered in the system. Per the analysis of the sensor diagnostics at the time, there was some temporary noise in the optical channel after insertion. The sensor was in the process of settling after insertion, when the event was reported. Following the event, the sensor continued to settle and the system displayed better agreement between the sensor readings and fingerstick measurements. There was no evidence to suggest any malfunction with the system. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of a hypoglycemia event and complained of sensor inaccuracies. User reported that the event happened on 09 may 2022 and mentioned that the sensor glucose reading was 121 mg/dl where as blood glucose (bg) reading was 37 mg/dl (normal). Patient was symptomatic, but did not seek any medical attention, and was able to self resolve the incident.